Event description:
It is reported that the surgeon failed to implant the screw into the construct because it would not purchase distally in tibial baseplate with the taper plug. Post operative radiographs show that the taper plug was separated from base plate 1 cm distally on the radiograph.

Manufacturer narrative:
This report will be amended when our investigation is complete.